Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc device. Customer received a scan result of 135 mg/dl and experienced a loss of consciousness. After an unspecified amount of time, paramedics were called and upon their arrival, a reading of 22 mg/dl was obtained on their meter and customer was determined to have low blood sugar. Customer was treated with intravenous glucose and no further treatment was required. There was no report of death or permanent impairment associated with this event.

Event description:
A high readings issue was reported with use of the adc device. Customer received a scan result of 135 mg/dl and experienced a loss of consciousness. After an unspecified amount of time, paramedics were called and upon their arrival, a reading of 22 mg/dl was obtained on their meter and customer was determined to have low blood sugar. Customer was treated with intravenous glucose and no further treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. Physical investigation of product is not anticipated. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.